Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a concomitant atrial fibrillation ablation and watchman procedure, a versacross access solution kit was selected for use. It was noted that after taking dilator out, it would not flush. It was tried to flush hard. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).